Event description:
It was reported that the right ventricular lead exhibited loss of capture. The x-ray confirmed that the lead was fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.